Manufacturer narrative:
A supplemental report is being submitted for additonal information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad had a failed motor start event.

Manufacturer narrative:
This report is submitted as a correction to the event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of log file data revealed that the ventricular assist device (vad) had multiple motor start events with parameters outside of expected range and low flow alarms. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. Log file analysis associated with (B)(4) revealed two (2) failed motor start attempts were logged on (B)(6) 2021 at 16:54:07 and at 16:56:16, indicating that the pump failed to restart after multiple attempts. Log file analysis also revealed motor start events recorded on (B)(6) 2022 at 23:12:58 and on (B)(6) 2023 at 11:01:35, in which the motor start parameters were atypical. Furthermore, log files revealed several instances of power consumption above normal operating range between (B)(6) 2023 and (B)(6) 2024. Review of the alarm log file revealed four hundred eighty-four (484) low flow alarms logged between (B)(6) 2022 and (B)(6) 2024 and one (1) high watt alarm logged on (B)(6) 2023. The observed low flow and high power events are additional findings, not related to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external fac tors such as thrombus formation/ingestion, inappropriate pump rotational speed, incorrect setting of the alarm threshold, and/or patient related factors. The reported atypical motor start parameters, and failed motor start events were confirmed. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 2]. (B)(4) investigated pump failures to restart. Based on an investigation conducted under CAPA (B)(4) , the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction to d4 unique device identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional motor start event with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed two (2) failed motor start attempts were logged on (B)(6) 2021 at 16:54:07 and at 16:56:16, indicating that the pump failed to restart after multiple attempts. Log file analysis also revealed motor start events recorded on (B)(6) 2022 at 23:12:58, on (B)(6) 2023 at 11:01:35 and on (B)(6) 2025 at 01:54:27 and 01:54:48, in which the motor start parameters were atypical. Furthermore, log files revealed several instances of power consumption above normal operating range between (B)(6) 2023 and (B)(6) 2024. Review of the alarm log file revealed four hundred eighty-four (484) low flow alarms logged between (B)(6) 2022 and (B)(6) 2024 and one (1) high watt alarm logged on (B)(6) 2023. The observed low flow and high-power events are additional findings, not related to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow and high-power findings. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or in appropriate pump rotational speed. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotati onal speed, incorrect setting of the alarm threshold, and/or patient related factors. The reported atypical motor start parameters, and failed motor start events were confirmed. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 2]. Pr00502194 investigated pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed two (2) failed motor start attempts were logged on (B)(6) 2021 at 16:54:07 and at 16:56:16, indicating that the pump failed to restart after multiple attempts. Log file analysis also revealed motor start events recorded on (B)(6) 2022 at 23:12:58, on (B)(6) 2023 at 11:01:35 and on (B)(6) 2025 at 01:54:27 and 01:54:48, in which the motor start parameters were atypical. Furthermore, log files revealed several instances of power consumption above normal operating range between (B)(6) 2023 and (B)(6) 2024. Review of the alarm log file revealed four hundred eighty-four (484) low flow alarms logged between (B)(6) 2022 and (B)(6) 2024 and one (1) high watt alarm logged on (B)(6) 2023. The observed low flow and high-power events are additional findings, not related to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow and high-power findings. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappr opriate pump rotational speed. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, incorrect setting of the alarm threshold, and/or patient related factors. The reported atypical motor start parameters, and failed motor start events were confirmed. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 2]. Pr00502194 investigated pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.